Event description:
It was reported a pericardial effusion occurred.A left atrial appendage closure (LAAC) procedure was being performed. A WATCHMAN Access System (WAS) and a 31mm WATCHMAN FLX Pro LAA Closure Device & Delivery System (WDS) was selected for use. During the initial transeptal puncture (TSP), the physician had difficulty manipulating the VersaCross into the superior vena cava (SVC) due to the presence of pacer leads. In addition, the physician noted lipomatous hypertrophy, making TSP difficult. Physician switched out the wire for a J-tipped wire to navigate through leads, and once access to the SVC was achieved, the wire was exchanged. The first attempt at TSP was unsuccessful due to a thickened septum, but a second attempt successfully crossed the septum without noted resistance or difficulty. At this time, the patient underwent a Boston Scientific (BSC) FARAPULSE (PFA) ablation, followed by a successful implantation of the WATCHMAN FLX Pro Closure Device. During the final sweep, a large pericardial effusion was identified beneath the right ventricle. Pericardiocentesis was performed, removing 450mL of dull colored fluid, and a pericardial drain was placed. The patient was admitted to a stepdown cardiac unit for overnight observation. The next day, the drain was removed and the patient was discharged. The physician suspected the pericardial effusion may have resulted from the first TSP attempt, when the RF wire crossed into the pericardial space.